Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the system controller not being able to properly communicate with the system monitor and a tear in the outer jacket of the white power cable were confirmed via analysis of the returned system controller. Visual inspection of the returned system controller (serial number: (B)(6)) revealed a small tear in the outer jacket of the white power lead that was exposing the underlying wrap layer; the observed damage did not contribute to the reported event. The returned system controller was connected to a test system monitor and test power module and proper communication between the controller and monitor could not be established. The electrical integrity of the wires in the controller¿s white power cable were evaluated, revealing that the data transmission wire was electrically open and shorting to the shielding, further inspection of the underlying wires revealed that the data transmission wire was broken near the strain relief on the connector side of the white power lead, which would result in the observed communication issue. The system controller power cables were then replaced with known working power cables and the communication between the controller and the monitor was successfully established. After replacing the power cables, the controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The communication issue between the system controller and the system monitor was determined to be due to a broken data transmission wire in the white power lead. The root cause of the tear in the outer jacket of the system controller's white power cable could not be conclusively determined through this analysis. Although not conclusively determined, the observed underlying wire damage may have been associated with repetitive bending of the power cables during use over time. Incidental findings: fluid ingress was observed in the system controller power cables the current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 24jul2022. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller information was not being transmitted. The clinic patient cable was working as intended. A tear in the white lead of the patient's system controller was seen. The system controller was exchanged.